Manufacturer narrative:
(B)(6). The device was not received for evaluation, however photos were provided for investigation. Their visual inspection observed that the effluent line was disconnected from the support plate. There was non-homogeneous mark of solvent on the tubing. The reported condition was verified. The cause is due to a combination of manufacturing process where the operator did not apply the proper amount of solvent on the tubing. The involved operator will be retrained to avoid this event re occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leakage was noted due to a damaged effluent line. There was no patient involvement. No additional information is available.